Event description:
It was reported that there was varying and increasing thresholds and varying impedance on the right ventricular (rv) lead. There was also oversensing and a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pulse generator, (B)(6) 2006. A 4524 implantable pacing lead, (B)(6) 1998. (B)(4).